Event description:
Procedure type: esophagectomy. According to the reporter: after firing the instrument it was difficult to remove from the patient. After checking, the surgeon found an incomplete cutting. A new instrument was used to complete the procedure. Surgery was extended 15 minutes, about 50cc blood loss occurred but no transfusion was needed. No patient injury was reported, and current condition is well.

Manufacturer narrative:
Initial report sent: 01/18/2008.